Event description:
International affiliate reports the patient had a spinal fusion and returned with metalwork coming apart. The single innie set screw had come undone. At the time of revision, the surgeon had stated that the set screw was not at fault and a product complaint was not submitted. However, on (B) (6), 2010, the surgeon asked the account manager what she thought of the event and, as a result of the conversation, a product complaint was filed. The account manager has been reminded that any revision procedure involving depuy spine products must be submitted as a product complaint.

Manufacturer narrative:
Depuy spine has requested the return of the set screw for evaluation. A follow-up report will be submitted upon receipt of the device and completion of the evaluation.